Event description:
Patient presented with swelling pain & stiffness & infection for more than 12 months on left knee. During revision metallosis was noted and scarring or marking on implant was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.